Event description:
Pt's venous needle was found dislodged from arm and this resulted in blood loss for pt on kidney dialysis machine. Design of needle allows movement even if taped over sheath which can result in dislodgement.